Event description:
Patient here for removal of partially covered esophageal stent under general anesthesia. Purse string at top of stent broke with first attempt to remove stent. Dr able to remove by inverting stent from distal end. Resulted in longer procedure time, patient needing barium swallow to check for perforation, and then admit to observe.what was the original intended procedure?patient here for removal of partially covered esophageal stent under general anesthesia.device #1is this a laboratory device or laboratory test?no.